Event description:
It was reported by service report that the fowler was not working. It would not run down and was stuck at 60 degrees. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: actuator box and cover.